Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included remote troubleshooting. Based on the information provided by the customer, the rse informed them the issue was likely related to a bad msl connector; however, the customer requested a part number for the mainboard. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty msl connector. The issue was resolved by providing the part ID for the msl down board and msl up board as well as the mainboard. The customer took responsibility for ordering and replacing parts. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue fmx-4 indicating that the ECG wave is being clipped. The device was in use on a patient at time of event, there was no adverse event reported.